Event description:
It was reported the rear case is cracked and the pacer port is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lower case is broken and ventricle output connector is broken. Analysis also found the upper case, both bail covers, and ring cover are broken. Battery release is contaminated. Lead flex cover and battery flex are corroded. One pcb (printed circuit board) flex is creased. Battery contacts are compressed. Both bails and ring are missing. Battery drawer is damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.